Event description:
It was reported to boston scientific that prior to an hta procedure, in which a hydrothermablator procedure set was to be used, the pt reacted to an anesthetic. The physician administered marcaine as a local anesthetic for a paracervical block. The pt had a severe reaction, had a seizure and was taken to the emergency room (ER). In the ER the patients vitals were monitored, no additional treatment was given. The pt has no history of seizures. The procedure was not completed. The pt is reported to be "fine".

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. A ship history was performed which resulted in one probable match. Device history review (DHR) was performed on the probable lot and no evidence of a manufacturing related, potential cause for this type of event was found. A review of the labeling was performed which includes the dfu/users manual. In the warning and precautions section the hta users manual states that there are risks associated with hysteroscopy and there are complications that can lead to serious injury or death. The clinical trial summary in the manual also states that safety endpoints were adverse events associated with each procedure, including device-related complications, time of procedure, and type of anesthesia used. A product analysis could not be performed because the product was not returned, customer disposed the device. The procedure had not yet begun and there was no contact between the pt and the medical device; the event was not caused by the device.